Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (30mg/ml at 2mg/day) via an implantable infusion pump. It was reported that the hcp suspected a granuloma at tip of catheter. Surgery was performed and when the catheter was cut there was no csf flow. The spinal segment was replaced with new 8782. The explanted catheter was lost.